Event description:
It was reported that during an anterior cerebral artery (aca) aneurysm case, the physician observed that the advancement of the subject stent delivery wire and the movement of the subject stent were not synchronized; the delivery wire moved forward while the stent did not follow. Subsequently, the entire system was withdrawn from the body for on-table testing of the delivery. At this point, the stent unexpectedly deployed. The procedure was completed successfully with another device without any clinical consequences to the patient.

Event description:
It was reported that during an anterior cerebral artery (aca) aneurysm case, the physician observed that the advancement of the subject stent delivery wire and the movement of the subject stent were not synchronized; the delivery wire moved forward while the stent did not follow. Subsequently, the entire system was withdrawn from the body for on-table testing of the delivery. At this point, the stent unexpectedly deployed. The procedure was completed successfully with another device without any clinical consequences to the patient.

Manufacturer narrative:
H4: manufacturing date ¿ added. D4: expiration date - added. D4: gtin - added. D9: product available to stryker ¿ updated. D9: returned to manufacturer on ¿updated. H3: device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that subject stent was received in a deployed condition. The stent delivery wire (sdw) and the introducer sheath were returned. The stent was noted to be intact. All 3 marker bands were present on both ends of the stent. The introducer sheath distal tip was found to be intact. The sdw was kinked/bent at approximately 5.5cm and 34cm from the distal tip. The distal tip of the sdw was stretched. Functional inspection was unable to perform as the stent was returned in a deployed state. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported (ar) 'stent deployed prematurely during use' could not be replicated. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. The packaging and device were confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as being 'moderately tortuous'. It was reported that 'after the physician successfully positioned the stent microcatheter and the embolization microcatheter to the location, a 3.0*15 stent was introduced into the microcatheter. During the process of delivering the stent to the target position and deploying it, the physician observed that the advancement of the delivery wire and the movement of the stent were not synchronized; the delivery wire moved forward while the stent did not follow. Multiple adjustments failed to solve the problem. Subsequently, the entire system was withdrawn from the body for on-table testing of the delivery. At this point, the stent unexpectedly deployed. Afterward, another microcatheter was successfully positioned, and another stent of the same model was introduced and deployed without incident'. In the additional information received, when asked if there was resistance encountered when the stent was being advanced inside the microcatheter, their reply was 'yes, a little bit. Not obvious. The stent was returned for analysis in a deployed condition which is aligned with the event description. The stent was noted to be undamaged. The introducer sheath was also returned and was undamaged. The sdw was also returned and was noted to be kinked/bent and stretched (deformed) towards the distal end of the wire. It is unclear if the same microcatheter was being used for both stent delivery and the planned embolization but that is the inference in the event description. Few microcatheters are the recommended microcatheters to use when using subject stent, as the internal hub profiles are an exact match for the external profile of the introducer sheath distal section. This is not the case for microcatheter which was used. Precise placement of the introducer sheath is critical when using an microcatheter (mc). During this analysis there was no deformation noted to the introducer sheath distal tip opening. This suggests that either (I) there was precise placement of the introducer sheath inside the hub of the used microcatheter, or (ii) the sheath might have moved proximally prior to stent transfer. This can occur if the vent cap is not sufficiently tightened around the sheath. If this were to happen, the stent will partially be deploying into any gap created by the proximal movement of the introducer sheath as the stent transfers from the sheath into the microcatheter lumen. The user will then experience friction/resistance while attempting to advance the stent inside the microcatheter. However, it is not clear why the stent delivery wire and the stent advanced at different rates inside the microcatheter. The most likely reason is if the stent slips off the sdw. However, this tends to only happen when the sdw is pulled back proximally. In this complaint it was reported as occurring when the stent was being advanced distally. The reason why is may occur during proximal sdw movement is because the distal bumper of the sdw has a smaller diameter than the proximal bumper and is more likely to slip through the stent marker bands when the stent system is being moved proximally, especially if the stent is experiencing friction against the side walls of the microcatheter, possibly due to damage sustained during transfer of the stent through a gap between the introducer sheath and the microcatheter lumen. An assignable cause of procedural factors has been assigned to the 'as reported' stent deployed prematurely during use and 'as analyzed' sdw kinked/bent, sdw deformed as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during stent transfer/advancement.